Event description:
Affiliate reported that the pt showed wide ventricle thus the surgeon decided to implant our chpv, during further treatment the valve wasn't programmable. Therefore, dr. Decided to explant and replace the valve. They adjusted the new valve to 50mm h2o and the ventricle of the pt went back to normal.

Manufacturer narrative:
The investigation did not confirm the problem. The valve succeeded to reprogram. The serial number of the valve was found. The lot number was found to be cgnbh1 and not cgnbeh1 as reported by the customer and the product code was 82-3100. The valve was on position 40mm h2o when returned. The device was visually examined. The examination revealed the presence of liquid in the valve casing . It was probably residue of water used during the decontamination procedure. The valve was tested for programming. The valve succeeded to reprogram. The valve was examined under microscope at appropriate magnification and nothing that could be considered as a potential source of failure was noted. Review of the history device records confirmed the valve conformed to the specifications when released to stock in 2006. No observations were made that would explain the problem encountered by the customer. No problems were noted during the examination of the device. It might be that some biological debris which interfered with the ability of the valve to reprogram as expected were softened and flushed out during the decontamination process. However, this could not be confirmed. No corrective action is needed based on the results of the eval. Trends will be monitored for similar complaints. At the present time this complaint is closed.